Manufacturer narrative:
The ge representative performed an on site investigation. A fuse was replaced on the snubber board. A high voltage tank, circuit board, and filament driver were installed. The filament was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed low milliamp and low kilovolt error messages. No report of patient injury.